Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 and no image. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined whereas scope communication error b30 and no image occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had grainy image. The issue occurred during reprocessing. There were no reports of patient involvement.